Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28feb2019. The philips service engineer (se) inspected the device. The se confirmed the reported issue. The se performed testing on the ventilator and all tests passed.

Event description:
It was reported that the ventilator went inoperable; generating an air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.